Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 438 mg/dl. The customer reported that the insulin pump passed the audio beep test. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.